Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Based on the information at hand, the most probable root cause is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the sigmoid colon on (B)(6), 2011. According to the complainant, the physician could not completely deploy the stent; after about half had been deployed, it could not be further deployed nor reconstrained. The physician removed the device from the patient and used a different type of stent to complete the procedure. The physician added that the anatomy was very tortuous, and that the stricture was associated with a tumor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.